Event description:
On november 4, 2009, the facility's technician reported to baxter global technical services that on an unknown date one colleague cxe volumetric infusion pump in which failure code 810:11 occurred. The reported condition occurred while the patient was connected and therapy was stopped. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. The facility representative also stated that the reported failure code is recurring over the last three months. The software version for this device is currently not known.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:11 was confirmed but not duplicated. The pump head module air-in-line printed circuit board was found to be out of specification. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, (B) (4) associated with this report. This device utilizes user interface module master software (B) (4) categorized as remediated. (B) (4)

Event description:
Literature: nakaji p, consiglieri gd, garrett mp, bambakidis nc, shetter ag. Cranial migration of a baclofen pump catheter associated with subarachnoid hemorrhage: case report. Neurosurgery. 2009; 65(60):e1212-3. Approx three years after implant, the pt noticed the pump was twisting in the pocket. An x-ray showed a break in the catheter at l4-l5. Most of the catheter was free in the spinal canal with the most cephalad point at t9. The pt decided to remove the entire system due to the high cost of maintaining the pump. The pump and lower portion of the catheter were removed. The upper portion was left in place because it was thought an unnecessary risk to remove it. The pt had no symptoms of baclofen withdrawal after pump removal. Ten days later, the pt presented to the emergency dept with sudden onset of severe headache. A computed tomographic (CT) scan showed a subarachnoid hemorrhage (sah) in the suprasellar, propontine, and perimesencephalic cisterns as well as in the ventricles, with associated hyrocephalus. The tip of the catheter fragment was noted just left of the basilar artery at the level of the cerebellar artery. The pt was admitted to the intensive care unit. A ventriculostomy was placed and yielded frankly bloody cerebrospinal fluid. CT scan showed a small infundibulum of the left p1 at the basilar tip that was confirmed on subsequent digital subtraction angiogram. MRI and mr angiography of the brain and cervical spine showed the hemorrhage, but no underlying abnormalities. A follow-up cerebral angiogram showed no abnormality of the basilar tip. The pt was weaned from the ventriculostomy over 12 days, during which time the hemorrhage resolved both radiographically and clinically. At the time of discharge, the pt was neurologically intact. At the time of the sah, removal of the catheter fragment was discussed. The decision was made to leave the catheter in place. CT scan one month later showed no evidence of residual or recurrent hemorrhage. Five months after the sah, the pt returned to the clinic and requested removal of the catheter fragment. The pt reported a persistent sensation of tickling in the back of his neck, but was otherwise doing well. A cervical laminoplasty was performed. The dura was opened and the catheter was identified and removed without incident. The pt did well after the catheter was removed.